Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. Initial analysis was performed by the customer¿s biomedical engineering department, with assistance from a philips remote service engineer (rse) who supported troubleshooting efforts. During the investigation, the rse advised the biomed to perform nbp calibration in accordance with philips guidelines. The rse further indicated that if the issue persisted following calibration, replacement of the nbp pump may be required and provided the appropriate part identification information for this component. Based on the available analysis, it was determined that the device experienced a malfunction. However, the most probable root cause of the reported issue could not be conclusively determined at this time. It is suspected that the issue may be related to the device being out of calibration or a potential failure of the nbp pump. A review of the service history for this device confirms the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on a suresigns vs4 nbp, spo2 indicating that non-invasive blood pressure (nbp) readings are elevated during testing (190/120 and 185/116). The device was reported to be in clinical use when the issue was discovered. No adverse event to the patient or user was reported.